Event description:
It was reported that the patient under went a replacement surgery due to the balloon of his artificial urinary sphincter (aus) migrated from its original position. The balloon was replaced and a new one was relocated. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.